Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced skin irritation and change sensor alarm. The customer's blood glucose value was 123 mg/dl. The customer reported a sensor reading of 50 mg/dl. The customer reported skin irritation every time she changed the sensor and tape. The product was returned for analysis.

Manufacturer narrative:
The reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Unable to test or reproduce skin irritation in labs.